Event description:
A reported, there was an issue with the hypotube on a 2mm x 150mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter and the device would not track up a non-cordis guidewire and into the patient. Resistance was experienced inside the balloon area of the saber .014 balloon catheter, preventing it from going on the wire normally when inserting from the distal tip. Additionally, there was some difficulty flushing the guidewire lumen, but it was not blocked with injectable material. A new cordis balloon catheter was opened and used. The same guidewire was successfully used with the replacement balloon catheter without issue. Later in the procedure, a 6mm x 15cm saber pta balloon catheter was opened; however, the balloon burst on calcium. A new cordis balloon catheter was used as a replacement and there were no reported injuries to the patient. This was during a procedure to treat chronic total occlusion (cto) with calcium throughout, though not severe. The saber .014 device was stored and prepped according to the instructions for use (IFU). The saber .018 device was also stored and prepped per the IFU, with no difficulty removing sterile packaging components. The saber .018 device maintained negative pressure during preparation. The contrast to saline ratio was normal. The devices were discarded and will not be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: a reported, there was an issue with the hypotube on a 2mm x 150mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter and the device would not track up a non-cordis guidewire and into the patient. Resistance was experienced inside the balloon area of the saber .014 balloon catheter, preventing it from going on the wire normally when inserting from the distal tip. Additionally, there was some difficulty flushing the guidewire lumen, but it was not blocked with injectable material. A new cordis balloon catheter was opened and used. The same guidewire was successfully used with the replacement balloon catheter without issue. Later in the procedure, a 6mm x 15cm saber pta balloon catheter was opened; however, the balloon burst on calcium. A new cordis balloon catheter was used as a replacement and there were no reported injuries to the patient. This was during a procedure to treat chronic total occlusion (cto) with calcium throughout, though not severe. The saber .014 device was stored and prepped according to the instructions for use (IFU). The saber .018 device was also stored and prepped per the IFU, with no difficulty removing sterile packaging components. The saber .018 device maintained negative pressure during preparation. The contrast to saline ratio was normal. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82327917 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon burst¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.